Manufacturer narrative:
Zimvie complaint number (B)(4). G4: PMA/510(k) number: k011028 and k013227.

Event description:
The doctor reported fracture of implant collar at tooth site 46. Doctor also indicated inflammation and pain.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative lot number has been updated from 1258768 to 62200804.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer h4: device manufacturer date. H6: adverse event problem. H10: additional narrative. The reported implant (tsvmb10) was not returned for investigation. Zimvie received a different device (tsvwb10) that exhibits signs of use but no apparent signs of malfunction. According to the customer tsvmb10 (lot: 62200804) is the right device that should be recorded under this complaint. DHR review for the lot: (62200804) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot: (62200804) and no similar event or complaint was found. (Complaint category keyword: fracture: implant). Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period. Therefore, based on the available information, device malfunction and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.